Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. Technician confirmed no issue found with mixing pump. Replaced mixing pump preventively. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer claimed that the manifold, level sensor and circulation pump could be defective in an arctic sun device. Per follow up information received via email on 16sep2024, device would be repaired in the hospital by crs. No patient involvement. Per sample evaluation results received via task on 11feb2025, it was reported that the mixing pump was defective.

Event description:
It was reported that the customer claimed that the manifold, level sensor and circulation pump could be defective in an arctic sun device. Per follow up information received via email on 16sep2024, device would be repaired in the hospital by crs. No patient involvement. Per sample evaluation results received via task on 11feb2025, it was reported that the mixing pump was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.